Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy suddenly the patient's arterial pressure was unable to be monitored. A kink was noted upon removal of the iab. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. An additional sheath was returned loose. The two returned sheaths were not maquet product. Two kinks were found on the inner lumen within the membrane approximately 16cm and 19.1cm from the iab tip. One kink was found on the catheter tubing near the y-fitting approximately 71.4cm from the iab tip. The technician attempted to flush/aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen and resistance was only felt at both kinked locations. The evaluation confirmed the reported kink and difficulty to pressure monitor. The condition of the iab as received indicated kinks on the inner lumen and catheter tubing. A kink can seal the passage in the inner lumen and can cause poor or no pressure waveform. We are unable to conclusively determine when the kinks may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy suddenly the patient's arterial pressure was unable to be monitored. A kink was noted upon removal of the iab. No patient injury was reported.